Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned driver shaft, t10 hex, cannulated had broken off. No broken pieces were returned for investigation. Functional testing was not performed due to the damaged distal tip of the device. Per dfu-0023-eo I cautions 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use 7. Do not overstress the device or use device to pry tissue. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the inserter within the screw during use.

Event description:
It was reported that during a screw extraction surgery the drill broke during operation. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the sample part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.